Manufacturer narrative:
(B)(4).

Event description:
It was reported that, there was a lot of trouble with how tight the cuts of a visionaire cutting guide were. Initially, it was needed to take more of the distal femur cut, because the reporter ended up having to take a lot of tibia (close to 5 mm). The surgeon needed to go back and recut distal 2mm. The outcome of the patient is unknown.

Manufacturer narrative:
H3, h6. The device was not returned for evaluation but the reported event could be confirmed. According to the engineering evaluation, it was found that the alignment engineer failed to correctly segment the femur and tibia. The clinical/medical investigation concluded that, per case details, the surgeon reports ¿, there was a lot of trouble with how tight the cuts of a visionaire cutting guide were.¿ reportedly, the issue with the cutting guide sizing required a change in the initial plan to take more of the distal femur but instead making it necessary to increase tibia bone removal close to 5mm and ¿the surgeon reportedly needed to go back and recut distal 2mm.¿ per email communication, the surgeon reports ¿we just adjusted cut a little¿ with the same device and conventional block.¿ without the requested information, the root cause of the reported ¿trouble with how tight the cuts of the visionare cutting guides¿ and unplanned bone cut cannot be definitively concluded. Reportedly, ¿15 minute surgical delay.¿ the patient impact beyond the reported modified surgical procedure, additional bone removal and surgical delay, cannot determined. The patient¿s current health status is ¿doing well,¿ and the surgeon is satisfied with outcome. No further clinical medical assessment can be rendered at the is time. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of the instructions for use documents for visionaire revealed that if the patient matched cutting guide or fastpack instrument does not perform as intended, use the standard smith & nephew instrumentation to complete the surgery, this has been have identified as device description. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. According with inspection drawing, part number, size, implant type, hand, recut type, saw blade thickness and part configuration should be verified, besides dimensions should be measured with caliper to ensure print specifications. An assessment made by a quality engineer was performed and did confirm a potential root cause for the stated failure mode. The evaluation found that the alignment engineer failed to correctly segment the femur and tibia. Raster images were not present to check varus/valgus alignments and referencing of resections was incorrect. Since this failure mode rate is within the anticipated acceptable risk limit in the risk management plan, no additional actions will be taken at this time. At this time, we do have reason to suspect that the product failed to meet product specifications at the time of manufacture. A possible cause could include a defect during manufacturing process, including segmentation error. The contribution of the device to the reported event could be corroborated as it was found that the alignment engineer failed to correctly segment the femur and tibia, resulting in tight cuts and it was needed to take more of the distal femur cut, because the reporter ended up having to take a lot of tibia (close to 5 mm). The surgeon needed to go back and recut distal 2mm. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Internal reference number: (B)(4).